Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during surgery, there was difficulty inserting the illuminated laser probe into the trocar cannula. The force it takes to insert causes the globe to indent even when holding the cannula.

Manufacturer narrative:
Additional information provided. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed no non-conformities. The laser probe was inserted into a known good 25ga trocar cannula and passed through with no noticeable resistance. The sample¿s cannula and nitinol length was measured using the 25ga needle length gauge per manufacturing assembly procedure (map), where the cannula and the nitinol length were found to meet specifications. The sample¿s outer cannula diameter was measured, with an outer diameter min/max value of 0.02000 to 0.02050 inches; the sample¿s outer diameter was measured to be 0.02015 to 0.02030, meeting specifications. The 25 gauge illuminated flex curved laser probe was packaged on (B)(6) 2017. There were (B)(4) paks associated with this lot. The laser probe was manufactured on november 27, 2017. There were 96 probes associated with this lot. Based on qa assessment, the product met specifications at the time of release. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming both visually and in length. The 25 gauge illuminated flex curved laser probe was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).